Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (03/14/2015).the patient¿s test strips have been returned on 3/3/2015 and evaluated by lifescan product analysis on 3/5/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (02/26/2015). The patient¿s meter has been returned on 2/9/2015 and evaluated by lifescan product analysis on 2/14/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch vita meter was reading inaccurately high in comparison to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015, at 10:01pm he obtained a result of ¿176mg/dl¿ on the subject meter which he felt was inaccurately high in comparison to a reading of ¿144mg/dl¿ obtained on another onetouch vita meter. The two tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results satisfies lifescan¿s criteria for accuracy. The patient detailed that he manages his diabetes by self-adjusting his insulin doses and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed that he developed symptoms of feeling ¿freeze and tremble¿ two hours after the alleged inaccuracy and that he self-treated with food or drink at 12:01am on (B)(6) 2015. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly suffered symptoms of a hypoglycemic event after the meter issue occurred.